Event description:
The customer reported has battery from (B)(6) and is now getting low battery, even when unit is plugged in. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.